Event description:
It was reported that the healthcare provider requested a review of device data to confirm device operation. Upon review, it was noted that the patient experienced a ventricular tachycardia (vt) storm with multiple appropriate events. In one event it was found that the patient's self-conducted ventricular rhythm accelerated from the vt zone to the vf zone after anti-tachycardia pacing (atp) therapy was applied. Then, the shock therapy successfully converted the rhythm. Noise oversensing was determined which was related to respiratory rate trend (rrt). The device operating as programmed was confirmed. No additional adverse patient effects were reported. This device system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the healthcare provider requested a review of device data to confirm device operation. Upon review, it was noted that the patient experienced a ventricular tachycardia (vt) storm with multiple appropriate events. In one event it was found that the patient's self-conducted ventricular rhythm accelerated from the vt zone to the vf zone after anti-tachycardia pacing (atp) therapy was applied. Then, the shock therapy successfully converted the rhythm. Noise oversensing was determined which was related to respiratory rate trend (rrt). The device operating as programmed was confirmed. No additional adverse patient effects were reported. This device system remains in service.